Event description:
The hospital reported that during endoscopic vein harvesting procedures, four short port btts were not holding air, so the balloons would not remain inflated. Replacement units were used from accessory kits to complete the procedures. The hospital did not report any pt complications. The maquet territory mgr replaced on (B)(6) 2009 that she believed these were related to the black inflation valves dislodged causing the balloons to not remain inflated; however, the customer has not returned her calls to confirm or not confirm this speculation. Qa will code this as an MDR reportable event due to the territory mgr's reply. Since it is unk when the cases occurred, how many cases, how many failures occurred during each case and the lot numbers, all four will be tracked in one case. This report is for the fourth device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).